Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that there was a piece of debris in the wash solution valve which caused a leak from the cc sample probe. The fse removed the obstruction from the wash solution valve which resolved the issue.(B)(6).

Event description:
The customer reported to beckman coulter (bec) that the cc (cartridge chemistry) sample probe on the unicel dxc 600i synchron access clinical system was leaking. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.